Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. Despite charging the pump for two hours, it was still unable to be turned on. The customer's blood glucose level was 289 mg/dl. The customer delivered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.